Manufacturer narrative:
Additional information was received that the patient was seen again and the ra lead was operating correctly; however, noise was observed on the atrial channel when the patient performed isometric movements. The physician was planning on changing the pacing configuration to vvi as the patient has paraxistic atrial fibrillation that is becoming more frequent. The manufacturer, model, and serial information on the ra lead was still unable to be obtained. No further adverse patient effects were reported. The device and rv lead remain implanted and in service. The ra lead will be deactivated through device programming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was being monitored with a holter monitor when it was noted what was suspected to be a ventricular sensing issue. Interrogation of the device revealed that the polarity of the right atrial (ra) lead was switched to unipolar after the device detected a pacing impedance measurement below 200 ohms. In addition, there was farfield oversensing on the atrial channel. The sensing was reprogrammed to bipolar configuration which decreased the oversensing and the lead measurements were all in normal range. A chest x-ray was performed; however, no anomalies were noted. A memory download was sent to boston scientific technical services (ts) for assistance. No adverse patient effects were reported. The manufacturer, model, and serial information on the ra lead associated with this device was not provided. A ts consultant reviewed the data and was unable to confirm the ventricular sensing issue. Ventricular sensing and pacing appeared to be normal and correlates with atrial activity. The ts consultant was able to confirm the out of range pacing impedance measurements noted with the ra lead and that there were a number of episodes recorded due to various signals on the atrial channel related to myopotential noise, farfield oversensing, and lead contact. Additional troubleshooting and testing was discussed.